Manufacturer narrative:
Manufacturing site: (B)(4). The sion blue guide wire was returned for evaluation. The distal segment about 5cm was helically and three-dimensionally deformed due to multiple bends. The deformation pattern suggested that the wire surface was rubbed strongly. Fracture was not observed on the returned guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that contacting with the stent struts had most likely contributed to the observed deformation of the returned sion blue guide wire. Due to the deformation, difficulties in manipulation or removal occurred. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] removal difficulty of guide wire.

Event description:
It was reported that an asahi sion blue guide wire was difficult to be removed from the anatomy when it was used in a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in the left anterior descending artery (lad). After stent deployment in the main lad, sion blue was delivered via stent struts into the peripheral segment #9 when the physician met difficulty in manipulating and removing the guide wire. Unspecified microcatheter and balloon catheter were used to remove sion blue. A new guide wire was replace to complete the procedure. Pci was successfully completed with reestablished blood flow. There were no patient adverse effects.